Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 09, during cycle 3. The pt's ultrafiltration reading was 1362 ml indicating the home pt (hp) drained 1612ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 3612ml (2000 ml + 1612ml), which meets iipv criteria. No pt injury or medical intervention was reported. Product surveillance contacted the nurse three months later, regarding the instance of iipv found during evaluation. The nurse was not aware of the iipv occurrence, as it was not mentioned by the pt and the pt has since expired. The nurse checked the pt's chart and did not find any mention or symptoms of iipv during the occurrence date. The nurse could not provide further info. It was unk whether the pt felt symptoms during fill 1 or dwell 1. It was unk if the pt pressed go prior to closing clamps. It was unk if the pt lost power to the cycler.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/ no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for reportable malfunction of over-delivery/iipv.